Event description:
The customer reported an inability to acquire lead 1 during a 12 lead ECG. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer. The reported symptom could not be reproduced. The device passed all testing and remains at the customer site for use. We are unable to determine the cause of the reported symptom as it could not be reproduced.